Manufacturer narrative:
Device evaluated by manufacturer. At the time of this report, the device sample was not returned for eval. The reported device is part of a medical device recall.

Event description:
The event is reported as: the concha heater caused EKG interference with the bedside monitor. No pt injury or intervention reported.